Event description:
Materials#: 515070 batch#: 2308501 it was reported by the customer that the phaseal connector and injector is not secure and is fairly easy to disconnect, resulting in chemo meds leaking between the connection. Verbatim: 2740-pc - the connection between the phaseal connector and injector is not secure and is fairly easy to disconnect, resulting in chemo meds leaking between the connection. There have been 3 occurrences that we are aware of. Additional information:

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Device evaluation no samples or photos received for investigation. A device history review was performed for lot 2308501, 2301603 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were evaluated, no defects or issues observed. According to the customers description, "the rep came out and did some follow up education with the staff. We have administered chemotherapy since with no issues. I am leaning toward this issue being a user error and not an equipment defect". Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. It is recommended to use the optional m25-o clamp to prevent dry disconnections during use. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
No additional information.